Event description:
Follow up information received that the patient met with their physician following a second round of antibiotics and the issue has been resolved.

Event description:
Follow up information received that the patient states the tenderness around the ipg site but it has decreased overall. Blood work was obtained for the patient and it is not indicative of an infection. There is also no indication of fluid collection, edema or any sign of infection with the CT scan. Pending additional information.

Event description:
Follow up information received indicates that the patient met with the physician for ipg site pain, tenderness and redness. The patient also reported that the ipg has been increasingly tender over the last 1-2 weeks. The physician prescribed IV antibiotic infusion and oral antibiotics. The physician checked the incision site and stated it looked better than the last visit however the patient states it is just as painful. Additional information pending.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 to move the ipg pocket site due to pain at the pocket site and the ipg protruding through the skin.